Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a coronary intervention procedure. Reportedly, the "blue suture" did not progress along with the device [suture malposition]. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported malposition of device (suture) could not be tested during return analysis because the component was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint malposition of device (suture). The reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.